Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the dye study today was not successful. The physician was unable to aspirate the catheter again today. The physician decreased the daily dose by 20% and was planning to continue to decrease so the patient can have the pump removed.

Manufacturer narrative:
Product ID 8780, lot#, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was receiving dilaudid (hydromorphone) with concentration 15mg/ml at a dose rate of 1.1mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient was¿not having the same pain relief that she was previously getting. The date of event was unknown.¿ the pump was running as expected with no alarms. It was noted that there was a catheter issue. The physician attempted to aspirate the catheter without success and had stopped the procedure at that to me.¿¿regarding¿environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient stated that their knee goes out often and pulls on her back when that happens. Actions taken to resolve the issue was unknown at this time.¿ it was unknown if surgical intervention was planned.¿ ¿the patient was on 15 mg/ml dilaudid and the physician wanted to wean her down.¿ the issue was not resolved as of (B)(6) 2021.¿ ¿the patient's weight and medical history were noted as being unknown or would not be made available.

Event description:
Additional information was received from a healthcare provider (hcp) indicated regarding further actions/interventions taken to resolve the event, the hcp would wean medication for repair due to possible catheter problem. The cause of the inability to aspirate the catheter was not determined and was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.